Event description:
It was reported that a revision was performed due to the incorrect orientation of the knee, the wrong knee was implanted. The rep handed the physcian a right knee instead of a left knee during the surgery.

Manufacturer narrative:
(B)(4). The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.